Event description:
It was reported to boston scientific corporation that during a ureteroscopy with lithotripsy and stent placement procedure, when the polaris ultra ureteral stent was placed the bladder coil did not recoil and stayed straight. Reportedly, the suture was removed from the stent and no visible defects were noticed with the device. The patient's condition at the conclusion of the procedure was reported to be 'stable.'

Manufacturer narrative:
Component (B)(4) relates to device (B)(4) for the reported event of deformation of stent.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned polaris ultra ureteral stent revealed that the bladder pigtail was detached. The bladder pigtail was cut at 2.7cm from the bladder band. The detached pigtail and the suture were not returned for analysis. According to the event description, the bladder coil didn't activate and stayed straight. The circumstances under which the coil could not be activated properly cannot be determined based on the information available and the product condition. The cause for this event could not be determined.

Event description:
It was reported to boston scientific corporation that during a ureteroscopy with lithotripsy and stent placement procedure, when the polaris ultra ureteral stent was placed the bladder coil did not recoil and stayed straight. Reportedly, the suture was removed from the stent and no visible defects were noticed with the device. The patient's condition at the conclusion of the procedure was reported to be 'stable.'